Manufacturer narrative:
This is 4 of 14 reports. [(B)(4)]. The subject device is not available.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study. Twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that intraprocedural te (thromboembolic) events were seen in one patient leading to transient neurological deficit. The patient had presented with a ruptured aneurysm with treatment intervals of 0, 1, and 2 days and a wfns (world federation of neurosurgical societies) of IV. Patient# 23: location of the aneurysm: pica (posterior inferior cerebellar artery) left transient deficit. Patient intubated prior to aneurysm treatment. Three days after sac (stent assisted coiling) procedure there was a sudden tetraparesis, and neurological decline to gcs (glasgow coma scale) of e1m1v tube which improved to e4m6v tube within 3 days. Completely resolved within 6 months. Cta (computed tomography angiography) showed no thrombosis or dissection. MRI (magnetic resonance imaging) showed diffusion restriction in cerebellar, mesencephalon, and dorsal corpus callosum area. Possibly a consequence of te (thromboembolic) complications from endovascular treatment. The electively treated patient already used asa 80 mg daily and started clopidogrel 75 mg 5 d prior to treatment.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, transient neurological deficit, embolus, and stroke are known risks associated with endovascular procedures and are noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study. Twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that intraprocedural te (thromboembolic) events were seen in one patient leading to transient neurological deficit. The patient had presented with a ruptured aneurysm with treatment intervals of 0, 1, and 2 days and a wfns (world federation of neurosurgical societies) of IV. Patient# 23: location of the aneurysm: pica (posterior inferior cerebellar aretry) lefttransient deficit. Patient intubated prior to aneurysm treatment. Three days after sac (stent assisted coiling) procedure there was a sudden tetraparesis, and neurological decline to gcs (glasgow coma scale) of e1m1v tube which improved to e4m6v tube within 3 days. Completely resolved within 6 months. Cta (computed tomography angiography) showed no thrombosis or dissection. MRI (magnetic resonance imaging) showed diffusion restriction in cerebellar, mesencephalon, and dorsal corpus callosum area. Possibly a consequence of te (thromboembolic) complications from endovascular treatment. The electively treated patient already used asa 80 mg daily and started clopidogrel 75 mg 5 d prior to treatment.